Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected restart alarms. The customer's blood glucose level was 167 mg/dl. The customer reported that the insulin pump was able to clear the alarm and rewind the insulin pump. Troubleshooting was performed and the insulin pump alarmed unexpected restart after inserting new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).